Event description:
It was reported that a pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was successfully performed on (B)(6) 2021. A double curve watchman access system (was) was used during the procedure. During a routine follow up exam on (B)(6) 2021, a pseudoaneurysm was noted at the watchman incision site. The next day, the patient had an appointment with the implanting physician, who also noted the pseudoaneurysm and the patient was sent to the emergency room for treatment.